Event description:
It was reported that during a partial gastrectomy subtotal colectomy procedure on the second firing the linear stapler had a blue reload. The device was fired on the bowel and no staples came out. There was spillage from the bowel and 10l of saline was used for irrigation. The case was completed with another reload in the same linear stapler. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: after talking to the circulator she mentioned that it was the original cartridge in the instrument. After firing, it they noticed that no staples were in the cartridge. They took it out and reloaded with a stapler reload and it worked.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the xr60b cartridge arrived in good visual condition. The reload was received fully fired. The batch record was reviewed and no anomalies were noted during the manufacturing process.